Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failed to display because of a shorted cable of the charge-coupled device unit. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The image would not display on the screen due to a faulty charged coupled device unit. Additionally, a shorted cable was discovered and causing intermittent horizontal white lines to display. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus hd autoclavable camera head would not produce an image during procedure preparation. According to the initial reporter, the case was completed by using a secondary camera head. There was no patient harm or consequence reported as a result of this event.